Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2024 brand name sensight; product ID b3400060m (serial: unknown); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extensions were exposed due to the patient's thinning of the skin, so the patient's physician determined that a replacement was necessary. A replacement surgery was performed to replace both extensions. A factor contributing to this event was the patient's aging and weight loss due to the patient's condition. The issue has been resolved at the time of this report.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3004209178-2024-13433 was already reported in this report ( #2182207-2024-03108). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that a defect was confirmed in the extension.